Manufacturer narrative:
The lens remains implanted; therefore, it is not available for evaluation. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information received a definitive root cause could not be determined. According to the surgeon, the patient's eye appears healthy and vision has been corrected to 20/20.

Manufacturer narrative:
Additional information: investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information: doctor reported patient underwent uneventful cataract surgery. At routine exam on (B)(6) 2014, noted difficulty with peripheral vision-not noted previously. Patient undergone extensive work up including neuro-ophthalmic consultation. Eye appears healthy, vision correct to 20/20.

Event description:
A consumer reported she is dissatisfied with her vision. Consumer reports issues with bright lights, low lights, shadowing effects, astigmatism, halos when driving at night with the headlights and peripheral vision loss. Consumer reported pain in both eyes for first 1-2 years and was told by the doctor the cause was dry eyes. The consumer wears glasses. Yag procedures were performed (B)(6) 2015 with no visual change in distance eye. This report references the patient's right eye. Reference MDR# 1313525-2015-02201 for lens in the patient's left eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.